Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the promus stent delivery system (sds) noted blood visible on the stent implant, balloon and shaft, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The stent implant was not loose as reported. There was a kink in the bayonet portion of the hypotube 5 mm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was not pre-dilated prior to advancing the promus sds which likely contributed to the reported difficulties. It should be noted the promus instructions for use states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A search of the lot history record indicated no non-conforming material records for the lot. Additionally, a search of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a promus 2.75 x 28 mm was implanted successfully. An attempt was made to deploy another stent proximally without predilatation; however, it would not cross. The stent delivery system was retracted from the patient and after removal the stent implant was noted to have moved slightly and was loose on the balloon. No patient effects were reported. No additional information was provided.